Event description:
Related manufacturer reference number: 2017865-2022-44658. It was reported that the patient presented for a device check. Upon review, loss of capture, high threshold and r-wave amplitude variation was noted on the right ventricular lead. The physician suspects the cause could be due to the implantable cardioverter defibrillator. Programming settings were changed, and the patient will further be monitored. There were no patient consequences.

Event description:
New information received notes that the patient's pacemaker was explanted and replaced. There were no patient consequences.

Manufacturer narrative:
Field event of capture problem and sensing anomaly were not confirmed. As received device was in normal range of operation and no anomalies were noted. Functional testing was found to be normal. Assessment of total longevity was performed, and device was found to have appropriate remaining longevity.